Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
On 03/16/2026, it was reported by (B)(6) device was causing the patient to experience jaw pain for weeks. The patient began using the device on (B)(6) 2026 and discontinued use of the device on (B)(6) 2026. No outside clinical evaluation was sought.